Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient used to received fentanyl, clonidine and baclofen and currently receiving a medication indicated to be "superfentanyl" at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that after 10-12 hours after drug change on (B)(6) 2018, the patient noticed having more pain in her face. On (B)(6) 2018, the patient went back to the healthcare provider (hcp) and they increased "superfentanyl". Within 2-3 hours, she started having a bad reaction to the medication. The patient was on the floor and could not walk. Her legs were uncontrollable which was alleged to be "kind of like" convulsion and muscle spasms. Her legs were involuntarily moving by themselves all over which was painful. The patient was given fentanyl and some clonidine at emergency room which "kind of calmed it down". The patient's healthcare provider (hcp) was out of town and there was no one covering the patient. She has bruises all over her legs from thrashing against the gurney. The patient had been having a reaction to 5 days and did not know what to do. The patient was not sleeping, cold, sweating, shaking and experienced pain in the legs. The reported symptoms was considered sudden change in therapy/symptoms. No further complication w as reported.